Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The distal conductor of the leadwas extrinsically over-rotated, there was blood on the distal conductor of the lead and it was not obstructed, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the overlay tubing of the lead was extrinsically breached dueto a cut, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Product event summary: (B)(4) - product performance data was received and analyzed. Oversensing was noted as one ventricular non-sustained episode was 200 ms on (B)(6) 2012.

Event description:
It was reported that the right ventricular lead was oversensing and was possibly fractured. Oversensing was induced during patient exercising but was not induced with pocket manipulation. During the revision procedure, the physician found blood in all header connectors. No oversensing was noted on the lead after removal. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was oversensing and was possibly fractured. Oversensing was induced during patient exercising but was not induced with pocket manipulation. During the revision procedure, the physician found blood in all header connectors. No oversensing was noted on the lead after removal. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was oversensing and was possibly fractured. Oversensing was induced during patient exercising but was not induced with pocket manipulation. During the revision procedure, the physician found blood in all header connectors. No oversensing was noted on the lead after removal. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.